Manufacturer narrative:
The exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e0506 captures the reportable event of hemorrhage. Patient code e2326 captures the reportable event of inflammation. Impact code f08 captures the reportable event of "unexpected admission for hemodynamic monitoring."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, further lithotripsy was deferred due to an extremely inflamed urothelium and the associated bleeding was beginning to impair visualization. Because of this, a subsequent stage two (2) l pcnl was planned. The patient was unexpectedly admitted to the hospital for hemodynamic monitoring. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.